Manufacturer narrative:
The reported event of setscrew connection problem was confirmed. The final analysis revealed that the setscrew was stripped due to improper insertion of the wrench by the physician. When the wrench is only partially inserted into the setscrew inset, it can strip the setscrew. A stripped setscrew cannot be tightened, which leads to the capture problem and noise issue. Electrical testing returned normal results with no anomalies detected. This problem is attributed to the incorrect use of the torque wrench by the user.

Event description:
It was reported that the patient presented for a scheduled generator change procedure. The old pacemaker was explanted, and the new pacemaker was connected to chronic leads. During the testing process, the egm showed that the right ventricle channel had a high capture threshold and noise episodes. The physician found out that the screw of pacemaker was not properly connected to the right ventricle lead. The physician attempted to tighten the setscrew, but the setscrew was stripped. The pacemaker was not used and replaced. No patient consequences were reported.